Event description:
Savi device on first day of hdr brachytherapy - difficulty in ability to treat through certain channels -they would not clear for us to treat without physically adjusting the applicator-pt did receive treatment for the day after adjustment.